Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's family or friend reported via phone call that the customer had high blood glucose. Customer's blood glucose was 451 mg/dl. During troubleshooting, found customer was not connected to the device all night. Customer had just eaten. Customer will not be returning the device for analysis.